Event description:
During the procedure, a superficial laceration was visualized on the mucosa of the mid-esophagus. Endoscopic clips were placed over the laceration. Pleural effusion and free air in the mediastinum (pneumomediastinum) noted, but resolved spontaneously.

Manufacturer narrative:
Device performed as intended. No malfunction or defect of device noted. Medigus ltd (manufacturer) is submitting this report on behalf of the importer, (B)(4)).